Manufacturer narrative:
The device has been received at the manufacturer for investigation. An evaluation was conducted. According to the investigation details the bearings needed to be replaced. The details was repaired and returned to the customer.

Event description:
It was reported that the handpiece overheated during testing during routine maintenance visit at the account. This did not occur during any surgical procedure and no adverse consequences were reported.